Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain while the hp was connected. The hp had disconnected from the hc prior to the alarm without using proper aseptic techniques and then reconnected. The technical service representative (tsr) explained the alarms and had and instructed the hp to close all the clamps and then cycle the power in order to clear the alarms. The tsr advised the hp to discard the supplies and start over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) had disconnected from the homechoice not using proper aseptic techniques and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.